Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown - cage/spacer: conduit eit - tlif /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in sweden as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing depuy spinal implants subreport 19 ¿ tlif. Instrumentation with conduit tlif was performed in 36 cases between january 02, 2006 and september 30, 2022. In 27 cases it was combined with a non-depuy posterior device, in six cases with expedium posterior, and in three cases data on the posterior device is missing. All cases (n =36) were included in the analysis. Mean age was 49 years. Postoperative complications were as follows: 1 case of infection, 1 case of reoperation to drain hematoma, 1 case of reoperation to remove implant, 1 case of reoperation for re-decompression. Of the three cases of re-operation, one patient underwent a second reoperation for removal of implant. This report involves one unk - cage/spacer: conduit eit - tlif. This is report 2 of 2 for (B)(4).

Event description:
Clinical adverse event received for: -from 1 reported case of hematoma to 2 cases of hematoma. -from 1 reported case of drain hematoma to 2 cases of drain hematoma.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.